Event description:
It was reported a spectrum pump was alarming to close the door when the tubing is inserted. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. Evaluation found that the force required to secure the door was above expected levels and if not applied will cause the unit to prompt the user to close the door, corresponding with reported symptom "alarming close door when tubing is inserted", due to the door hooks being out of adjustment. The door hooks were replaced to correct this condition.